Event description:
It was reported to boston scientific corporation that a protegen vaginal sling was used during a procedure in 1997. According to the complainant, the sling had eroded into the patient's bladder. The sling was removed from the patient within a week of (B)(6), 2011. It was reported that the patient had many infections since the initial procedure. The patient's condition at the conclusion of the procedure and the patient's current condition are unknown. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional, relevant information be obtained, a supplemental report will be submitted.